Manufacturer narrative:
(B)(4). Eval: results, conclusion: (resistance was felt while advancing over a previously deployed stent).

Event description:
The physician was attempting to deploy a 3.0 mm diameter x 24 mm length driver sprint rapid exchange (rx) bare metal stent to treat a lesion in a pt. It was reported that the stent was being advanced over a previously deployed stent and that resistance was experienced. It was reported that when the physician removed the stent from the pt, damage was noted to the distal end of the stent. Please note that this device (B)(4) is distributed outside the us; however, it is similar to the us distributed product (B)(4).